Manufacturer narrative:
Block e4 (init rptr also sent rep to FDA) has been corrected. Block b5 has been updated with the additional information received on july 17, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted in the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the targeted cyst was accessed, and the axios stent was punctured to the site; however, the distal flange failed to deploy despite successful completion of step 2 using the handle. Troubleshooting efforts, such as waiting for spontaneous expansion and manipulating the catheter, were unsuccessful. The procedure was completed with another of the same device. There were no patient complications as a result this event. ***additional information received on july 17, 2025*** the stent was placed transgastrically to treat walled-off necrosis (won). The physician utilized the eus method of deployment, in which the second flange was deployed within the scope and the stent was released by advancing the catheter while retracting the scope in a 1-to-1 fashion. Resistance was encountered during the procedure. The stent was subsequently removed while still partially deployed and slightly protruding from the sheath. The patient remained stable following the procedure.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios electrocautery enhanced delivery system was received for analysis. The axios device returned without the stent. Visual examination of the returned device found the inner sheath kinked, the handle lock tab broken and the outer sheath with torque marks. Product analysis did not confirm the reported event of stent partially deployed as the there was no stent returned and it was observed that the inner sheath was kinked, the handle lock tab broken and the outer sheath with torques marks. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician could have resulted in the damages encountered in the device, these damages could have unable to fully deploy the stent during the procedure. Based on the information available, the most probable cause is known inherent risk of device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted in the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the targeted cyst was accessed, and the axios stent was punctured to the site; however, the distal flange failed to deploy despite successful completion of step 2 using the handle. Troubleshooting efforts, such as waiting for spontaneous expansion and manipulating the catheter, were unsuccessful. The procedure was completed with another of the same device. There were no patient complications as a result this event. Additional information received on july 17, 2025 the stent was placed transgastrically to treat walled-off necrosis (won). The physician utilized the eus method of deployment, in which the second flange was deployed within the scope and the stent was released by advancing the catheter while retracting the scope in a 1-to-1 fashion. Resistance was encountered during the procedure. The stent was subsequently removed while still partially deployed and slightly protruding from the sheath. The patient remained stable following the procedure.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted in the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the targeted cyst was accessed, and the axios stent was punctured to the site; however, the distal flange failed to deploy despite successful completion of step 2 using the handle. The physician tried to troubleshoot the issue by waiting for the flange to expand and tried to wiggle the catheter however this was unsuccessful. There were no patient complications as a result this event.

Manufacturer narrative:
Block e4 (init rptr also sent rep to FDA) has been corrected. Block b5 has been updated with the additional information received on july 17, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios electrocautery enhanced delivery system was received for analysis. The axios device returned without the stent. Visual examination of the returned device found the inner sheath kinked, the handle lock tab broken and the outer sheath with torque marks. Product analysis did not confirm the reported event of stent partially deployed as the there was no stent returned and it was observed that the inner sheath was kinked, the handle lock tab broken and the outer sheath with torques marks. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician could have resulted in the damages encountered in the device, these damages could have unable to fully deploy the stent during the procedure. Based on the information available, the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted in the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the targeted cyst was accessed, and the axios stent was punctured to the site; however, the distal flange failed to deploy despite successful completion of step 2 using the handle. Troubleshooting efforts, such as waiting for spontaneous expansion and manipulating the catheter, were unsuccessful. The procedure was completed with another of the same device. There were no patient complications as a result this event. Additional information received on july 17, 2025. The stent was placed transgastrically to treat walled-off necrosis (won). The physician utilized the eus method of deployment, in which the second flange was deployed within the scope and the stent was released by advancing the catheter while retracting the scope in a 1-to-1 fashion. Resistance was encountered during the procedure. The stent was subsequently removed while still partially deployed and slightly protruding from the sheath. The patient remained stable following the procedure.